Event description:
Customer returned the device for evaluation and repair for the issue of damage to the distal end rubber coating. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that the image disappeared when operating the up/down angle. This is attributed to the damage to the image pick up unit. This medwatch is being submitted for the reportable issue of disappearing image as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the image disappeared when operating the up/down angle. This is attributed to the damage to the image pick up unit. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the disappearing image when the up/down angle was operated. A definitive root cause for this issue was not established. However, it is probable that issue occurred because of the following: (a) the image sensor unit was defective, (b) a failure occurred within the internal circuit board of the video connector, or (c) a system error occurred. Olympus will continue to monitor field performance for this device.